Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg site was not closing. The physician could not confirm if there was infection or not. The patient underwent a revision procedure wherein the ipg was removed as a precaution for possible pocket site infection.